Event description:
Wound dehiscence without infection, requiring return to operating room. Concerns related to suture used. Surgeon notes using medtronic polysorb 0, 2, 3, 4. This is the third of three events related to wound dehiscence with noted suture. Pt: 1154. Device: 2993. Ref: mw5188801, mw5188802.